Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated there was a delay with button pressing. The customer also reported the buttons became unresponsive on the insulin pump. The customer was unable to clear a message on the insulin pump due to the keypad anomaly. Customer's blood glucose was 238 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
No button response due to moisture damage keypad trace. The insulin pump had minor scratches on lcd window and cracked case near display window corners. No alarms noted during our testing. Unable to perform the displacement test due to keypad anomaly.